Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product evaluation summary: the full lead was returned analyzed and no anomalies were found. It was noted that the proximal conductor was distorted from being kinked/buckled, was pulled/stretched/overstressed, had blood (not obstructed) and was cut/fractured. The distal conductor was distorted from being pulled/stretched/overstress, was kinked/buckled and had blood (not obstructed). The outer insulation had cosmetic depression, cosmetic environmental stress cracking and was melted. The inner insulation was breached from being torn and there was apparent explant damage. Concomitant product: 6935, implantable defibrillation lead, (B)(6) 2012. (B)(4).

Event description:
It was reported that the right atrial (ra) lead and right ventricular (rv) lead dislodged. The ra and rv leads were both explanted and replaced. No patient complications have been reported as a result of this event.